Event description:
We received a report that a multifocal intraocular lens (iol) was going to be explanted after the patient could not adapt to multifocality. The patient is a pilot and had difficulty seeing the instrument panel of the plane clearly. The surgery for the right eye was initially scheduled for (B)(6) 2013. In follow up on (B)(4) 2013, it was learned that the patient decided to delay the explant until(B)(6) 2013. No surgical complications were reported and the patient received a monofocal lens during the same procedure.

Manufacturer narrative:
(B)(4). It was reported that the patient had a monofocal lens implanted, and was happy and doing well. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The iol was cut in half and one haptic was missing. It was confirmed the iol was a multifocal because of the presence of rings on the optic surface and the type of haptic. Further analysis of the lens was not possible due to the fact that the lens was damaged. The condition of the returned iol was consistent with one that has been explanted.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed and no non-conformities or deviations were noted. Based on the manufacturing record review and historical review all aspects of manufacture were within specifications. All pertinent information available to the manufacturer has beens submitted. Placeholder.